Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 341 mg/dl about 45 minutes after a heavier-than-usual meal that had been announced as a usual meal, while the ilet indicated active automated correction. Symptoms included high blood glucose without reported acute complications. Outcomes included no alerts for prolonged severe hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included customer support troubleshooting and education on meal announcement and automated correction. Investigation of this case revealed user-related use error associated with incorrect meal size announcement, with the device¿s automated correction algorithm operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.